Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The patient remains on lvad support. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had developed mild weakness and darker stools over the last several days. The patient was instructed to have outpatient labs drawn and the patient's hemoglobin level was at 6.2 g/dl with a hematocrit level of 20%. On the evening of (B)(6) 2016, the patient was transfused with 2 units of blood. The patient's inr was 1.9. The following day, the patient's hemoglobin level increased from 6.2 g/dl to 6.9 g/dl and the patient was again transfused with another 2 units of blood. The patient also had a bout of emesis, which was non-bloody, and had a large bowel movement that was black. An esophagogastroduodenoscopy (egd) revealed a friable non-bleeding fundal polyp was found. A hemoclip was placed. The next day, the patient's hemoglobin level increased from 6.9 g/dl to 8.7 g/dl. The patient's inr was down to 1.8 and the patient remained off of aspirin. A capsule was deployed and after 35 minutes, an active and prominent bleeding site was located just past the pyloric valve suggestive of a mid to proximal jejunal bleeding source. No other clear focal sources of bleeding found in the distal small intestine or proximal colon. The capsule reached the ileocecal valve at 6 hours and 25 minutes. On 07/27/2016, it was reported that patient was currently at home. Labs from (B)(6) 2016 showed a drop in the patient's hemoglobin and hematocrit levels, however, the patient remains under observation only for now. No further information was provided.